Manufacturer narrative:
Visual inspection of the returned iunihg certain® gold-tite® hexed screw confirms that the screw has fractured at the threaded portion of the screw. DHR review confirms no non conformances initiated for this lot. There is no indication of a manufacturing deviation that would contribute to the malfunction reported. A definitive root cause cannot be determined.(B)(4)

Event description:
The doctor reports that the abutment screw has fractured.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.